Manufacturer narrative:
Implant date: (B)(6) 2015 (month and year valid) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2015 the patinet underwent fusion procedure using rhbmp/2 .shortly after implantation, patient developed a rash at the incision site with itching that eventually spread to the arms and legs with sores.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.